Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, malfunction tubing leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appears to be smooth and dull, indicating sufficient stress was exerted. Surface abrasion is noted on all tubes and all strain relief of the pump and the strain relief of cylinder #1 and cylinder #2. Partial separations within abrasion are noted on both exhaust tubes of the pump. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with cylinder #1 or cylinder #2. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the shorter exhaust tube of the pump at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional complaints of this type reported for lot 4501188. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.